Event description:
Customer hospitalized with dka. Bgs were treated with manual injections. Troubleshooting was declined. It was stated that the infusion set was changed every four days and scar tissue was present that they try to avoid. It was also stated that the daily totals did not add up. The customer had disconnected from pump. However, when reconnected to the pump the bgs rose. Customer requested a replacement pump.